Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy clip/failure to retract vlw/clip mislocation. Time of malfunction/ae: during vessel closure. Symptoms/ae: artery surgically repaired. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, the clip did not fire, the vessel locator wings (vlw) did not retract and the device could not be withdrawn. The metal clip delivery tube was severed with metal clip cutters and the device required surgical removal. During surgery, it was observed that the clip was partially attached to the vessel locator wings. Part of the arterial wall was reportedly torn out during removal of the device and was surgically repaired. Though requested, no add'l info was provided.